Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of unknown component at cement to implant interface. Surgeon removed all implants and placed static abx spacer. Doi: (B)(6) 2016, dor: (B)(6) 2017, unknown affected side.

Manufacturer narrative:
Please disregard this medwatch submission as it was reported in error. It is not reasonable to conclude that the device contributed to the patient's infection, 1 year after implantation. It's reasonable to conclude the implant isn't the subject of the reported serious injury of loosening ¿ tibial component.

Event description:
Loosening of tibial component and infection

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.